Manufacturer narrative:
Investigation summary: major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Sepsis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1970179 device history batch: sub-component lot : n/a device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Sepsis has been reported. After a high risk percutaneous coronary intervention (hrpci), the patient began to decompensate hemodynamically. The patient had developed a retroperitoneal bleed from the hrpci. The patient was administered multiple blood products and went to the operating room for repair. The patient stabilized. The pump was eventually successfully weaned and explanted, and the patient survived the event.